Event description:
The following has been reported: biomed reported: "touch screen not working correctly. If you try to select something on the screen it selects something on a different part of the screen." 10/6 customer replied: (B)(6), no patient harm reported. A preliminary review identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. This pump was found to register touch input without any user intervention. An internal investigation has been opened to address this issue. As for repairs to address this issue, a new lcd will be installed during the repair process, and the original lcd will be kept for further engineering review.